Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Pentax medical europe performed good faith effort to gather additional information regarding this event and provided an email response on 10-nov-2023 with the following information. The customer send the device to pentax medical france service, as the second sampling was not compliant. This endoscope failed a sampling test before the user start using it, and this endoscope has never been used on patients. We are waiting for the sampling results after repair and reprocessing now. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brand new device contaminated: 1st sample at alert level but compliant. 2nd non-compliant sample with 21cfu + presence of staphyloccoccus capitis. During incoming inspection, no image is found: sampled on (B)(6) 2023, 9 cfu detected. Sampled on (B)(6) 2023, 21 cfu detected in the operating channel. Arrived at pfr service on (B)(6) 2023. Defect pcb detected during inspection. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4: device manufacture date. Evaluation summary: as a result of the inspection of the actual equipment, there were no abnormalities in the equipment that could have caused the proliferation of bacteria, so it was determined that there was a problem with the facility's sampling procedures, which caused contamination and the bacteria that were detected. The device was returned to the customer on december 29, 2023 in 2 cfus. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 31-may-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 31-may-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.